Event description:
A report was received that the patient underwent a ipg relocation due to weight loss making the pocket site uncomfortable. The weight loss was not device related. The patient is doing well following the revision.